Event description:
This is a spontaneous case report received from a medical doctor in united states on 02-feb-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent contraception. The patient underwent a bilateral salpingectomy and removal of essure coils. The reason for this surgery was swelling and indurated cornua around the coils. End date of the adverse event was reported as (B)(6) 2016. Patient was okay. Follow-up information received on 02-mar-2016 from the physician: the physician denied hydrosalpinx and did not consider the reported swelling as the expected inflammatory reaction around the insert. She stated the patient had excessive swelling, induration diagnosed at the time of laparoscopy. When questioned about hospitalization, physician stated patient was hospitalized on (B)(6) 2016 (outpatient laparoscopic surgery). During the surgery, the devices were in appropriate location and appeared normal. The pathology results revealed bilateral fallopian tubes with essure coils. The reporter believed that essure contributed or caused the condition reported. Follow-up received on 24-mar-2016: ptc result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who underwent a bilateral salpingectomy and removal of essure (fallopian tube occlusion insert). According to the physician, the reason for this surgery was swelling and indurated cornua around the coils. This event is unlisted according to essure's reference safety information. The tubal occlusion induced by essure is attributed to the space filling design of the device and the benign occlusive tissue response to the insert (pet fibers in the device cause tissue in-growth into and around the insert). In this case, physician reported excessive swelling and induration around the essure coils, which were removed approximately 2.5 years after their placement. During the surgery the coils were found in correct location. Although the exact mechanism of the reported event was unknown; given its nature; causality with the suspect insert cannot be excluded. This case was regarded as an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs